Event description:
A malfunction was reported with the pump, displaying the error code "malf 12." There was no adverse impact on the customer's blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any malfunction code appears again. The caller acknowledged and understood the instructions.